Manufacturer narrative:
A root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optician reported a patient with rainbow glare one day post lasik treatment. Upon additional follow up it was reported the patient is doing well but the symptoms continue.